Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m6180t802 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the hospital pharmacist that there was a leakage of the suction catheter, resulting in a loss of oxygen delivered and a decrease in oxygen saturation of the patient. Per additional information received 4 july 2017, the patient died on (B)(6) 2017 at the hospital, where he was hospitalized for traumatic rhapdomyolysis, costal fracture, and ischemic colitis, for which he had had surgery. The suction catheter had been placed on (B)(6) 2017, and when the leak was discovered on (B)(6) 2017, the device was replaced with a new one. Per additional information received on 10 july 2017, the patient died of a multi-visceral failure syndrome with polypathological context. The hospital does not feel the suction catheter malfunction was involved in the patient's death, as the patient suffered from severe respiratory failure before and after the reported event, and even after the device had been replaced.

Manufacturer narrative:
The initial report stated that information regarding the patient's death was received on (B)(6) 2017. This date was reported in error. The date the information was received was (B)(6) 2017. One used sample was received without original packaging. The rotary manifold component was not received with the suction catheter. Visual inspection of the sample revealed no visible defects or damage. The catheter was leak tested using a representative manifold. The catheter was found to perform as intended and within specification. Since the entire system was not provided, the investigator was not able to fully assess for the presence of a leak. The reported event could not be confirmed, and therefore no root cause could be determined. All information reasonably known as of 15 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).